Event description:
Additional information received reported that the left deep brain stimulator was involved as there was a thalamic intracranial infection of the subcutaneous wire. The patient was status post removal secondary to infection. The patient recovered without permanent impairment.

Event description:
Additional information received from a consumer reported the patient's left deep brain stimulation was removed due to an infection under their scalp. The left system was replaced in (B)(6).

Event description:
It was reported that the patient¿s implant was revised in 2013 and the physician removed the extension but left the lead wire in the brain. In (B)(6) 2014 the incision next to the connection kept oozing and weeping. The patient was reportedly hospitalized and given a pick line and 6 weeks of antibiotics. It was discovered that the patient had a quarter sized hole in his scalp with wires sticking out. The patient felt a crusting and oozing but didn¿t think anything of it. Culture from the parietal wound showed staph infection. It was reported that the infection perhaps remained in the lead wire that was left in. Perioperative antibiotics were given and the implantable neurostimulator and extension was removed on (B)(6) 2014 and replaced. During follow up on (B)(6) 2014 there was no drainage and the wound was healing. During follow up on (B)(6) 2015 erosion was noted over the wire. Actions required as a result of the event consisted of complete system removal. Pocket erosion and incisional wound opening was noted. The patient was noted to have ongoing symptoms. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00dcw, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# va00dcw, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension; product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va06jgn, implanted: (B)(6) 2013, product type: lead; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).